Event description:
The customer received a blood glucose reading of 47 mg/dl from his contour and a reading of 256 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new contour meter was sent to the customer.